Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (kidney dysfunction with dialysis), in addition to the discontinuation of the anti-coagulation therapy post tavr, may have contributed to the valve thrombosis and degeneration observed 1 year and 6 months post implant and the subsequent planned valve in valve procedure. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Device remains implanted.

Event description:
Approximately 1 year and 6 months post implant of a sapien 3 valve in the aortic position, valve degeneration with thrombosis was observed. As reported by our affiliate in (B)(6), approximately one year and six months after the implant of a 23mm sapien 3 valve, degeneration of the valve was noted. The valve performance was trace regurgitation, with a peak gradient of 65 mmhg, and a mean gradient of 39 mmhg. The aortic valve area (ava) measured 1.05 cm2 with no calcification noted. The echo showed images were compatible with initial thrombosis. It was noted that the patient had kidney insufficiency and was on dialysis. The nephrologists also suspend the cardioaspirin that was prescribed at discharge after the tavi implantation. It was speculated that this could be cause of degeneration. Anti-coagulation therapy was prescribed. A valve in valve procedure is planned.